Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay corrected information. The following sections were corrected.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On august 18, 2017, it was reported that the depth was not correct. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. Initial qa inspection of the air dermatome by zimmer biomet surgical on (B)(6), 2017 revealed that calibration and motor speed were with in specifications. It was also revealed that no accessories were sent except handpiece. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the ball detent, bearings and thickness lever. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during initial inspection there was no sufficient information provided to confirm the reported event. The root cause of the reported event cannot be specifically determined since during initial inspection there was no sufficient information provided to confirm the reported event. The reported event was unconfirmed during inspection of the device and the device was noted to be functioning as intended after the repairs were performed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the depth was not correct. No known adverse events were reported.